Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% restenotic stent in the lad coronary artery. The physician used an unspecified introducer sheath for vascular access and a bmw guidewire and zuma2 guide catheter to cross the lesion. Slight resistance was met with insertion of the balloon catheter. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.